Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a nurse reported a patient to experience anisometropia. The lens was exchanged for another power.

Manufacturer narrative:
Evaluation summary: the lens was returned submerged in liquid, torn into pieces with scuffs, scratches and additional split/cracked areas of damage. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. (B)(4).